Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw locked in open position. Also, the rubber on the inside of the jaw separated. Nothing was reported to have fallen inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was performed. Signs of clinical use and evidence of blood were observed. Blood were evident on the tool handle and charred tissues were observed on the jaws and on the heater wire. Microscopic inspection showed the heater wire was flexed away and detached from the tip but remained attached at the base of the hot jaw. The silicone insulation appeared intact with no signs of cracks nor delamination. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. The jaws match up and align. Based on the returned condition of the device and evaluation results, both reported failures "mechanical issue" and "peeled jaw" were not confirmed. However the analyzed failure "material twisted/bent" was confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw locked in open position. Also, the rubber on the inside of the jaw separated. Nothing was reported to have fallen inside the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.